Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a device manufacturer representative (rep) and a healthcare provider (hcp) regarding a patient who was receiving 10 mg/ml morphine at 1.965 mg/day via an implantable pump. It was reported that the patient had increased pain and the hcp was concerned about the pump on (B)(6) 2012. Expected residual volume was calculated and it was determined that the clinic had received back the expected residual volume when they aspirated the pump. It was further reported that the pump was reading accurately and there was no volume discrepancy or change in therapy. On (B)(6) 2012. It was reported that the patient was doing well and receiving effective therapy. Then on (B)(6) 2016. It was reported that the pump was still not operating properly. A dye study was performed during an office visit on (B)(6) 2012, which revealed a kink that "could possibly be compromising the flow of medication through the catheter". The need to have the catheter replaced was discussed with the patient. However it was noted that she could not get off work "at this time". It was further noted that the catheter needed to be replaced. The patient's concomitant medications included venlafaxine, carvedilol, pentoprazole, topiramate, morphine cr, morphine tablets, cho lecalciferol, aspirin, sodium fluoride, tamoxifen, and an oral multivitamin. The patient's allergies included sulfad compazine.

Event description:
Information was received from a magnetic resonance imaging (MRI) technician regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for degenerative disc disease and spinal pain. It was reported that an MRI was being performed as ordered by a pain physician. The MRI was not related to the pump, however it was noted that the patient stated that the pump was not working. No other details regarding the pump not working were available. No patient symptoms were reported. The date of the event was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.